Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician placed the introducer into the pancreatic duct and attempted to advance the stent into the duct. There was resistance met while advancing the stent into the duct. The physician applied more force to attempt to deploy the stent, but continued to meet resistance. The physician noted that the stent began to pleat/crinkle at the proximal end where it meets the push catheter. The stent and delivery system were removed from the patient and the procedure was completed with another advanix¿ pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "doing well."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.